Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the common mode/wrist electrode functional test was out of specification due to a loose electrocardiogram (ECG) connector on the circuit board. It was also noted that the tab on the power cord bay door was bent, the display hasps were broken and the system fan was noisy. Concomitant products: product ID 2067l radiofrequency head; product ID 229047 analyzer. (B)(4).